Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7074495. UDI: (B)(4).

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) b5, h6 and h11. Despite good faith efforts, no further information could be obtained. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7074495, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation. The location of the device is currently unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7074495. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation. The location of the device is currently unknown and no additional adverse patient effects were reported despite good faith efforts requests.